Event description:
It was reported by service report that the unit would zoom in an unintended direction. The customer reported that they did not know if there was pt's involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: load cell, pcb box.